Event description:
It was reported that during an unspecified procedure, balloon rupture and balloon removal difficulties were encountered. The mavrick2 monorail balloon ruptured at unk atms. The number of inflations is also unk. During removal, resistance was encountered. The maverick2 monorail balloon was removed with some difficulty. No pt injuries or complications were reported. Pt status is listed as "good."